Event description:
It was reported that when using the bd pyxis¿ es refrigerator door was failed to open and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer determined that the device required a power cycle. The fse spoke with the customer by phone and guided them through the power cycle procedure. After the power cycle was completed, the refrigerator was detected successfully. The system functioned as intended field service engineer repaired the device.